Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 21 mm trifecta valve was implanted in a patient with a congenital bicuspid valve. When implanting the valve, an abbott sizer was used. The valve was implanted using a non-everting mattress suture technique and u pledget. It was confirmed that the annulus was heavily calcified when implanting. On (B)(6) 2020, the reported valve was explanted due to calcification. Pannus was confirmed as well upon explanted valve. The valve was exchanged with a 19 mm inspiris resilia aortic valve/ MFR. By edwards lifesciences. The stent post and the sewing cuff were both damaged during explant due to the force applied when the valve was explanted.

Manufacturer narrative:
The reported calcification and pannus were confirmed. All three leaflets contained calcifications and inflow pannus ingrowth. Pannus also covered stent post 1, extending over the outflow commissure of leaflets 1 and 3 at the end of the stent post. The pannus and calcifications limited leaflet mobility. One stent post was bent, consistent with the reported explant damage. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The patient was noted to have a history of calcification. Information from the field stated that the patient had a bicuspid native aortic valve and their valsalva was oval-shaped. The near complete removal of the sewing cuff, the host to device reaction (pannus formation), and the selected valve (21 mm) being larger than the replacement valve (19 mm) are possible evidence of oversizing and interaction with patient anatomy. Oversizing or the aforementioned morphological challenges were potential contributing factors to the tissue ingrowth and impaired leaflet mobility.